Manufacturer narrative:
The field service engineer determined that the head of the main pump was damaged. The engineer also found a lot of bubbles in the water tank of the analyzer. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The incorrect results were reported outside of the laboratory. A few hours after the event, a lot of errors occurred on the analyzer, so the reporter decided to stop using it. The first patient sample initially resulted with a troponin t value of 77.9 pg/ml. After three hours, a second sample was collected from the same patient and tested, resulting with a troponin t value of < 3 pg/ml. The original sample was then repeated, resulting with a troponin t value of < 3 pg/ml. The second patient sample, from a (B)(6) female patient, initially resulted with a troponin t value of 68.3 pg/ml. After three hours, a second sample was collected from the same patient and tested twice, resulting with troponin t values of 8.38 pg/ml and 8.45 pg/ml. The original sample was then repeated, resulting with a troponin t value of 9.05 pg/ml. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 37069502, with an expiration date of 31-mar-2020.

Manufacturer narrative:
The service engineer replaced the pump and no further issue were reported.